Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion test due to the motor error alarm.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump alarmed motor error during high pressure test. Advised the nurse that the insulin pump would be replaced. Nothing further was reported.